Event description:
It was reported that during a stenting treatment procedure stent damage occurred. While using a promus element stent in an unspecified lesion, it was noted that stent deformation/compression occurred. No patient complications were reported. Additional information was requested and is not available.

Event description:
It was further reported that the stent compression occurred in the right coronary artery (rca) with a 2.5x16mm promus element stent. The compression occurred when an unspecified post dilation balloon was delivered to the stent. After ivus, it was noted that the vessel size was actually 3.5mm and the stent was under-deployed. The stent was then post dilated to a higher limit.

Manufacturer narrative:
Event date: occurred within the last nine months device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).